Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The reported additional therapy/non-surgical treatment was a result of case-specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip (00521u176) was implanted without issues. However, roughly four minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a second clip was successfully implanted. To further reduce mr, a third clip (00327u144) was inserted and placed laterally of the two implanted clips. The clip was attempted to be deployed; however, after when pulling the actuator knob, the mandrel came our roughly three inches. It was noted that the distal end of the mandrel had detached from the clip. However, once the clip was release from the mandrel, it jumped open to roughly 120 degrees. The grippers were still attached to the leaflets, so hemostats were used to grab the gripper line and raise the grippers. The clip was able to be pulled to the tip of the steerable guide catheter (sgc), but since the clip was open, it became caught on the tip of the sgc. The clip was removed from the tip of the sgc and no damage occurred to the soft tip. A snare was then inserted through the guide and attempted to snare the nosecone of the clip in an attempt to close the clip when pulling it back into the guide. The other gripper arm was snared and was attempted to be pulled into the guide. However, when trying to cross the septum, the guide crossed with 1 clip arm into the right atrium (ra), but the snare slipped off and the clip got stuck in the atrium. The clip was re-snared on the arm that was in the ra, but even with some vigorous pulling could not get the clip through the septum, which caused damage to the septum. This resulted in a clinically significant delay in the procedure. The clip was able to be snared again, but the physician decided to undergo surgery to remove the clip. After the clip was removed, the mr was reduced to a grade of 2-3. No additional information was provided.